Manufacturer narrative:
The root cause cannot be reliably determined due to a lack of information. The complaint was not confirmed. No medical images were received. No revision surgery is planned and no product will be returned.

Event description:
Post-op xpress images allegedly show a cap that is coming off. This happened in (B)(6), the representative reported that he saw the xrays himself, however they are not available for evaluation. No patient injuries and the surgeon is not planning any revision surgery at this time. There are no parts to return, and no additional information available.